Manufacturer narrative:
The pump was received with no excessive "no delivery" alarm during testing. The pump passed rewind test, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. The pump had minor scratched lcd window and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. Customer was advised to discontinue use of the device and to revert to a backup plan.